Event description:
Device 1 of 3 reference MFR. Report#: 1627487-2018-10438, 1627487-2018-10439. Follow up revealed that the patient's ipg was deemed inoperable , and could not hold a charge.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-10438, 1627487-2018-10439. It was reported that the patient's cervical ipg would not charge. As a result, the patient's cervical ipg was explanted and replaced to address the issue. All ipgs are being reported as it is unknown which ipg was explanted and replaced.